Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic bypass procedure, the surgeon was able to press the green button and squeeze the handle but the device did not fire. To fix the issue a new reload was used by the surgeon to complete the case. There was no patient injury.